Event description:
Dr. Contacted sales associate regarding a patient who apparently dislocated their hip because o fthe plastic seperating from the shell. He requested replacement liners and acetabular shells so he could revise the acetabular component including the shell if needed. I was not present at the surgery but the physician replaced both the shell and liner and he mentioned being concerned with the orientation of the original componetdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.